Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulty occurred. At the time of the index procedure, pre treatment cardiac catheterization revealed a lesion in the left circumflex coronary artery. Access was gained via the femoral artery using a 6f 3.75sh guide catheter and a choice pt guide wire. Treatment consisted of treated with a 3.0x22 mm non-bsc stent and a 3.5x24 mm non-bsc stent. A 3.5x15 mm quantum maverick balloon was advanced for post dilation of the stents. The balloon was inflated to 20 atm without any problems. However the balloon could not be deflated for removal. The physician applied applied positive and negative pressure to the balloon two additional times and was then able to withdraw the balloon intact and without further difficulty. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The balloon was received partially inflated. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond was measured and found to meet specification. The catheter was soaked in a bath of circulating 37 degree celsius water for 48 hours to dissolve solidified contrast in the inflation lumen. A .014" guide wire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied and the device deflated within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported event was unable to be confirmed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulty occurred. At the time of the index procedure, pre treatment cardiac catheterization revealed a lesion in the left circumflex coronary artery. Access was gained via the femoral artery using a 6f 3.75sh guide catheter and a choice pt guide wire. Treatment consisted of treated with a 3.0x22mm non-bsc stent and a 3.5x24mm non-bsc stent. A 3.5x15mm quantum maverick balloon was advanced for post dilation of the stents. The balloon was inflated to 20atm without any problems. However the balloon could not be deflated for removal. The physician applied positive and negative pressure to the balloon two additional times and was then able to withdraw the balloon intact and without further difficulty. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.